Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to moisture damage on the force sensor resistor. The functional testing could not be completed due to the motor error alarm. The motor was tested outside of the device and passed. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the display window, debris under the window, cracked case at the display window corners, scratched reservoir tube window and a stained end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm an a33. Customer's blood glucose was 185 mg/dl. The customer stated that during the fill tubing action pump spattered insulin and numbers didn't appeared on the screen. Customer was advised to stop using the device. The customer got a replacement insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.